Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was due to contact of relay on the power module was welded caused by loose cap connection. The cap connector and power module were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that noise of sparking can be heard during the boot up on the 9900 system. No patient injury was reported.